Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received shocks and anti-tachycardia pacing (atp) episodes. However, the settings were not showing the device programmed this way. Technical services (ts) reviewed and stated that there was a programmer check on the date of all this therapy. The vt-1 zone showed as monitor zone, however, it was changed to a therapy zone only, then changed it back. Also, patient was in a slow ventricular tachycardia (vt) and they wanted it to be terminated. Upon review it was determined that the device induced the patient into atrial fibrillation (af) after a shock therapy was provided. This device remains in service. No adverse patient effects were reported.